Manufacturer narrative:
This is one event of (injury) two events reported for the same pt involving three separate products; associated MDR #s 2937457-2014-01298, 2937457-2014-01299, 1225714-2014-05302, 1225714-2014-05303, 1225714-2014-05304 and 1225714-2014-05305.

Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury on or about (B)(6) 2010, a cardiovascular event on or about (B)(6) 2010 and subsequently expired after the use of the product.